Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, intensively worn of the tissue pad was identified. The tissue pad in the grasping section was intensively worn away. It is likely the intensively worn of the tissue pad occurred by the grasping section was closed without grasping anything while the output in seal & cut mode was activated. (This includes after tissue resection) causing the tissue pad to wear intensively. Since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the front-actuated grip type s exhibited an intensively worn tissue pad. There were no reports of patient involvement.